Manufacturer narrative:
The t:slim user guide states,: "never fill your tubing while your infusion set is connected to your body. Doing so can result in unintended delivery of insulin, which can result in serious injury or death." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was connected to the infusion set tubing during the load fill tubing sequence. Reportedly, customer did not intentionally initiate the load sequence but could have accessed the change process inadvertently. Customer immediately disconnected from the infusion set when the pump declared that tubing was being filled. There was no reported adverse impact to customer's blood glucose. Tandem technical support instructed customer to reload the cartridge, at which time a minimum fill notification occurred. Customer reported that all pump supplies had been changed earlier in the day and customer could not confirm original cartridge fill amount. Tandem technical support explained that due to the minimum fill notification, a new cartridge would need to be loaded on the pump. Customer declined to continue troubleshooting and abruptly ended the report before additional information, including blood glucose value, could be obtained. Customer contacted tandem technical support later same day and reported that the pump was delivering 40 units of insulin without the cartridge on the pump and pump continued to beep. Customer reported that the pump use would be discontinued. Multiple follow up attempts were made to resolve the issue with the customer and review pump data; however, the customer did not respond.